Event description:
A nurse reports that during intraocular lens (iol) implant surgery, the surgeon was unable to stabilize the iol after insertion due to a bent haptic. Additional information provided by the surgeon indicates there was difficulty loading the lens into the cartridge and the haptic was bent in the cartridge of the iol delivery system. The iol was cut in half and removed through an enlarged incision and one suture was required. Additional information has been requested.